Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 30x1/2 needle clogged/ blocked. When I was about to inject besremi, I found that there was resistance when pushing the needle, making it difficult to inject the medication. However, after removing the needle, I could expel air, suggesting a possible needle blockage issue, preventing subcutaneous injection.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle clogged/ blocked was confirmed upon inspection of the samples. Analysis of the sample showed foreign matter inside the needle. It could not be removed to be analyzed further. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed, there is a vision system at the assembly machine to detect clogged needles and reject the part. The vision system is challenged at the start of every production shift per the inspection form. Current controls include a visual inspection for clogged needles during the assembly in-process inspection. Based on information from verbatim, the samples could have been used and likely the cannula was clogged by the solution used or vial during the aspiration of the drug. Therefore, it is suspected that the nonconformance could have happened outside of the tuas manufacturing facility. The actual root cause could not be determined as the foreign matter causing the clog could not be extracted.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # gen2500107) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: needle clogged/blocked.

Event description:
No additional information.